Event description:
Cook gunther tulip retrieval kit was used for an ivc filter removal. Upon inspection the snare was not opening fully, and the distal portion was twisted upon itself slightly. Dr. [Redacted name] straightened out the snare but when the stair was deployed in the vena cava the snare was twisted again at the distal portion and was only opening about 75%. The snare was then removed, and a new snare was used. Item return to materials management. The site emailed the rep, the vendor has asked for the item to be returned for their investigator to look at. Manufacturer response for filter, cook gunther tulip retrieval kit (per site reporter) clinical site notified mfg rep directly and is currently facilitating return to the mfg for investigation.